Event description:
My throat was hurting and I had a swallow test. Dr. Removed all my fill. I gained (B)(6) lbs within 2 months. I had partial fill. Throat is eroded again and I need it removed. Insurance won't pay for removal and refuse to let me get a stomach sleeve unless I gain all my weight back.